Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A5: ethnicity: not provided for animal use a6: race: not provided for animal use d6a: implanted date: device was not implanted due to hospital policy d6b: explanted date: device was not explanted due to hospital policy d4: catalog number: requested, unknown d4: lot number: requested, unknown d4: expiration date: unknown due to unknown catalog and lot combination d4: UDI: unknown due to unknown catalog and lot combination h4: device manufacture date: unknown due to unknown catalog and lot combination the product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported when the patient was in the recuperation area after a radial coronary procedure, the nurse noted that the tr band was completely empty. The air belt was attempted to be refilled; however, it slowly emptied. There was no blood loss reported. There was no patient injury/ medical or surgical intervention required. There is not a direct allegation that the reported device caused or contributed to patient injury. Additional information was received on 23 apr 2024: the patient was stable.